Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient's implantable cardiac monitor exhibited a diagnostics anomaly. Episodes appeared on the episodes summary page but no egms of the episodes were present. Patient would be followed up and continue to be monitored. No further information was provided.